Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was only holding a charge for a day vs 3-4 days. The ins was also taking 5-6 hours to charge. The rep said no known factors led to the issue, but it sounded like the patient was programmed on hd settings. A rep was meeting with the patient on (B)(6) 2019. Additional information received from a manufacturer representative (rep). It was reported the cause of the issue was that the patient was programmed on hd settings. The rep said that the patient was trying ld programming. However, relief and coverage was working well with hd settings. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the battery drained quicker than the last two years and they were frustrated with 5-6 hours of charging time. No external or patient factors were known to have contributed to the issue. The patient was educated about charging and everything looked good. A more efficient program was tried and the issue was resolved at the time of the report.